Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a hypoglycemic episode while using the ilet system and a dexcom g7, describing the event as a low after not eating and undergoing a procedure; the user treats lows with oral glucose such as orange juice, and no device alerts or alarms were identified and no specific device component was implicated. Symptoms included hypoglycemia with prior lows reportedly as low as 45. Outcomes included the need for medication-level intervention to treat the low and characterization as a serious illness/impairment. Investigation included communication with the user and analysis of information provided by the user, including a generated data report for user review. Investigation of this case revealed no findings available to corroborate a specific event date, no identifiable medical device problem, and insufficient information to associate the event with a device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.